Event description:
It was reported that at implant, the right ventricular lead had high impedance. It was also reported that after further evaluation, it was identified that the adapter had failed. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies were found. The full lead was returned and analyzed. There was blood in/on the helix/lobe mechanism.